Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In 2008, the patient/layperson reportedly removed or replaced the battery in his onetouch ultra meter after which the meter went into the set up mode. Thirty minutes later, the patient reportedly could not see well and felt unwell. The patient did not indicate whether he attempted to test or took his usual 20 mg lantus. On the next day around 8 a.m., an emt service was called and reportedly obtained 478 mg/dl on the emt meter. The patient was transported to hospital where he was allegedly treated with insulin. The cca assisted the patient in setting up the meter successfully and also replaced the meter and test strips. The complaint is reported due to the following conclusions: when presumably unable to test on his own meter, although the product did not malfunction, the patient was allegedly treated for elevated blood glucose at the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.